Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator (ins).the patient noticed her ins was taking longer to charge and was needing to be charged more frequently. The patient explained that before her ins was "re-jumped," it would only take 30-45 minutes for her ins to charge and she would only need to charge it once every 2 weeks. Since she had the ins "re-jumped," however, patient stated she had to charge her ins twice a week, then 3 times a week, and now daily, noting that in the last 2-3 months she's had to charge her ins daily for 4.5-5 hours. Yesterday, she saw a 376 'contact clinician' message on her recharger that kept popping up. Additional information received from the consumer reported that she received the replacement antenna but it was still taking a long time to charge the implant. The patient was getting all the coupling boxes when charging and it took five hours sometimes to charge. Additional information received from the manufacturer representative stated that the patient was charging everyday for five hours and they were going to meet to assess the system. It was unknown if any external or patient factors contributed to the issue. Reprogramming was going to be done to reduce the recharge burden and the issue was not resolved at the time of the report. Additional information received from the manufacturing representative (rep) indicated that the patient charging daily for 5 hours seemed a little out of range. They noted that they reprogrammed to see if they could decrease the ins energy needs, but this was not successful. It was noted that the patient had an overdischarge 3 years ago. The rep provided the following settings: 8.5 volts 450usec 451 ohms 3anodes 3 cath, , 3.7 volts 450usec 451 ohms 3anodes 3 cath, 60 hz, 24/7 usage, 2.05 eol 2.55 bol. They stated that overall the patient is getting pain relief for their migraine, but they are not running stimulation high enough to give good pain relief due to the recharge frequency.